Event description:
The patient is a middle aged female, who had tissue expanders placed in a delayed fashion after bilateral skin-sparing mastectomies. She successfully underwent tissue expansion previously and she now returns for removal of expanders and placement of permanent implants. The surgeon shared that bilateral superomedial capsulotomies were performed. The surgeon documented that when performing the capsulotomy on the right side, there was an equipment malfunction with the electrocautery. As s/he was using the electrocautery deep within the right breast pocket, an exposed metal portion of the midpoint of the handpiece of the electrocautery pressed against the patient's skin inferior to the incision causing a burn to the skin. This was immediately recognized and the handpiece was inspected and the metal piece was replaced into its appropriate position so it was not exposed. The electrocautery appeared to be functioning correctly after this. The area that was burned was approximately 1 cm in diameter just inferior to the right breast incision and this area was excised down to the dermis which appeared healthy and was passed off the field as specimen. Excellent hemostasis was achieved with electrocautery. This area was closed in a vertical fashion with a length of 1.2 cm in two layers, 3-0 monocryl in a buried interrupted fashion for the deep dermis and 3-0 monocryl in a running fashion for the subcuticular closure. The patient was informed of this event once she awoke from anesthesia.